Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in eosinophilic peritonitis. The breach in aseptic technique was further described as careless hygienic operation. The peritonitis was manifested by cloudy effluent. The patient was hospitalized for the event. Treatment for the event was unknown. At the time of this report, the patient has recovered from the events. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. The reporter declined to provide additional information.